Manufacturer narrative:
Investigation summary: one actual sample was returned for investigation. Our quality engineer inspected the returned unit and identified a hole in the catheter tubing which contributed to the leakage observed. A device history record review showed no non-conformances associated with this issue during the production of this batch. The catheter could have been pierced during the manufacturing of the product or after leaving our facility during product handling. There is a 100% lie distance inspection system on the assembly line which could detect and reject a defect of this type. The root cause for the non-conformance could not be established. Customer complaint trends are evaluated on a monthly basis.

Event description:
It was reported that there was a hole in catheter and leakage occurred with a bd arterial cannula. The following information was provided by the initial reporter: the patient should get his catheter before surgery. When inserting the arterial catheter, it injects blood from the plastic catheter 1.5 millimeters into the plastic catheter, it is "hole" at the bracket where you hold the arterial canula.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a hole in catheter and leakage occurred with a bd arterial cannula. The following information was provided by the initial reporter: the patient should get his catheter before surgery. When inserting the arterial catheter, it injects blood from the plastic catheter 1.5 millimeters into the plastic catheter, it is "hole" at the bracket where you hold the arterialcanula.